Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that one of the joints of the spider is very tight not allowing to use the foot pedal. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. No accessories were included. A functional evaluation was performed. The slender arm was very stiff. The slender arm joint was disassembled. One of the inner seals was deformed. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, leaving the device pressurized for extended periods. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.